Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a warning for undefined impedance, qualified as high, a polarity switch and a suspected fracture. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.